Manufacturer narrative:
Pt age/date of birth: year of birth provided was 1957, the exact age is unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Follow-up MDR #2 (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The patient underwent explant of the intraocular lens (iol), from their right eye, in a secondary procedure due to hyperopic outcome. The lens was replaced with a different model iol. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection of the return sample shows the lens is cut in half, most probably to make explant possible. The complaint cannot be confirmed. Due to the condition of the returned lens, additional analysis was not possible. A review of the manufacturing records was performed. The production order was released per sterilization batch (B)(6)-2015. There were no non conformances with respect to the final product release process. There were no process and/or material changes within the production order. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. The manufacturing record review of the production order for this serial number showed no complaint related deviations or assignable cause identified for the complaint reported or was related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications prior to release. All pertinent information available to abbott medical optics has been submitted.